Event description:
The consumer reported four (4) false negative results via social media with the binaxnow covid-19 antigen self-test performed on unknown dates. This MFR. Report addresses report one (1) of four(4). The confirmation testing was performed via unknown pcr platform on unknown date generated a positive test result. Although requested, no additional information was provided.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lotand product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Report numbers 1221359-2022-04811.